Manufacturer narrative:
Correction to the initial MDR in block g3; the aware date should have been july 28, 2023.

Event description:
It was reported that the patient was experiencing frequent ipg charging and loss of stimulation in the feet. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately (B)(6) 2023.

Event description:
It was reported that the patient was experiencing frequent ipg charging and loss of stimulation in the feet. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.